Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material in the air/water (aw) cylinder, the aw tube, jet tube, and adhesive around objective lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process there was foreign material in the aw cylinder, the aw tube, jet tube, and adhesive around objective lens, additional findings were as follows; due to wear of angle wire, bending angle in down direction did not meet the standard value; plastic distal end cover had stain; adhesive on bending section cover had wear; and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: did the user inspect the device to detect any malfunction before using it? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.